Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data found no anomalies in the device. The reported complaint could not be reproduced during in-house testing and the device operated within specifications. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was not delivering sufficient pressure and stopped ventilation without triggering an alarm. There was no patient injury reported as a result of this incident.